Event description:
It was reported that the patient experienced pain at the neurostimulator site. The skin was pulling at the site. Lead migration was determined to be the cause of the skin pulling sensation. The pocket was extensively revised such that the stimulator would lie in a much deeper plan to avoid the pressure of the stimulator against the skin. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).